Manufacturer narrative:
No further information was able to be obtained from this customer. However, the handpiece was returned for investigation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The handpiece was manufactured on april 21, 2015. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample revealed no visual nonconformities. The phaco handpiece was used on a system. During ground resistance testing, the phaco handpiece passed with an open circuit. However, an analysis of the event log data revealed tuning failures. During sample testing, the hp failed tuning on the console due to a system message (sm). The handpiece was then disassembled and inspected for visual abnormalities, which revealed a disconnected electrode. The root cause of the reported event can be attributed to a disconnected electrode. With the information obtained, it is unknown how the electrode became disconnected. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing "frequency failure" of the phaco handpiece during surgery. The handpiece was switched out to complete the case. There was no patient harm.